Manufacturer narrative:
Patient weight: (B)(6) kg. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6) clinical study. It was reported the patient experienced a posterior circulation stroke. Following a repeat atrial fibrillation (af) ablation procedure, the patient reported double vision and altered sensation. She was urgently transferred to the stroke unit with a posterior circulation stroke diagnosis. The suspected cause was intraprocedural thrombolytic event, despite continued anti coagulation and heparin administration intraprocedurally with activated clotting time (act) >300s throughout. The initial act was around 370s and remained >300s throughout the procedure. The irrigation flow rate was 30ml/min during ablation and 2ml/min when not ablating. There was a single transseptal sheath, with the orion and intellanav mifi oi swapped over between mapping and ablating. The sheath was irrigated with a slow flush, with a fast flush during exchanges. The only time the orion was "parked" in the left atrium (la) was during ablation within the coronary sinus as part of a mitral line. This was relatively short (around 15mins). The orion was at the mitral isthmus and was in the nominal (semi-expanded position). It was unclear which device caused or contributed to the patient's symptoms. No corrective actions were taken. The outcome of the event was listed as ongoing.